Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is pending. A follow up MDR will be submitted with the investigation conclusions.

Event description:
This complaint is related to the potential cross contamination for the second patient no 1 was back in the unit to have their previously placed plastic double pigtail stent removed and a balloon trawl to clear duct. When removing the stent using a rat-tooth forceps (olympus reusable device) the stent was too difficult to remove through the scope and became stuck while trying to remove. In the end the dr (B)(6) removed the scope out of the patient and removed the stent from the scope and re-scoped the patient and continued to do a balloon trawl and complete the procedure. The scope was then sent to be cleaned to be used later that day on patient no 2. The second patient has a cut and balloon trawl and mechanical lithotriptor used followed by a plastic double pigtail stent placed for stones. The scope was then sent for reprocessing and on the third pass of their cleaning brush a piece of broken stent fell out of the scope. The unit are very concerned due to cross contamination and also "can't" understand how their aer machines from (B)(6) did not alarm when the scope was being cleaned after the first patient. They were using us endoscopy cleaning brushes suitable for 2+ diameter and upwards. They are really eager to confirm that the stent is part two parts of the stent found are the same stent. If possible they have asked if it would be possible to keep the broken part for testing potentially at a later date. Can we also confirm what we suggest to be best practice when removing plastic stents.

Manufacturer narrative:
(B)(4). Exemption number: e2016031. (B)(4). An initial complaint for this issue was logged under (B)(4). However, this investigation, (B)(4), will deal with the possible cross contamination to the second patient. Additional information was received on 08-nov-2017: neither patients had any negative outcomes . Patient 1 had stones extracted and a second stent placed to ensure , if the duct wasn't cleared fully that there was drainage of the duct still. On the second patient there must of been cross contamination as they found the first patients stent after cleaning the second patients scope. Lab evaluation: 1 x zebd-7-7 device of lot #c1297712 was returned to cirl for evaluation. A lab evaluation was held on 24th oct 2017. Upon evaluation, the dimensions and colour of the returned device were consistent with a zebd-7-7. Root cause: a definitive root cause for this complaint cannot be conclusively determined as the operational conditions cannot be replicated in a laboratory setting. However, a possible root cause was breakage of the stent during removal from patient #1. A piece of the broken stent remained in the endoscope following cleaning and the scope was subsequently used for patient #2. Hence there is a risk of cross contamination from patient #1 to patient #2. IFU review: it may be noted that according to the instructions for use, ifu0045-6, the user is instructed to visually inspect the device ¿if any abnormality is detected that would prohibit proper working condition, do not use¿. Fqc/ prd review: prior to distribution all biliary devices are subject to visual inspection to ensure device integrity. These inspections are outlined in internal procedures in place at cook ireland. Document review: a review of the manufacturing records for the biliary device of lot c1297712 did not reveal any discrepancy related to the complaint issue. Summary: this complaint is confirmed based on customer testimony. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This follow up MDR is being submitted to include the investigation conclusions and corrections to the categorization of this event based on additional information. This complaint is related to the potential cross contamination for the second patient. Initial description as follows: patient no 1 was back in the unit to have their previously placed plastic double pigtail stent removed and a balloon trawl to clear duct. When removing the stent using a rat-tooth forceps (olympus reusable device) the stent was too difficult to remove through the scope and became stuck while trying to remove. In the end the dr brian christopher removed the scope out of the patient and removed the stent from the scope and re-scoped the patient and continued to do a balloon trawl and complete the procedure. The scope was then sent to be cleaned to be used later that day on patient no 2. The second patient has a cut and balloon trawl and mechanical lipotriptor used followed by a plastic double pigtail stent placed for stones. The scope was then sent for reprocessing and on the third pass of their cleaning brush a piece of broken stent fell out of the scope. The unit are very concerned due to cross contamination and also cant understand how their aer machines from was senburg did not alarm when the scope was being cleaned after the first patient. They were using us endoscopy cleaning brushes suitable for 2+ diameter and upwards. They are really eager to confirm that the stent is part two parts of the stent found are the same stent . If possible they have asked if it would be possible to keep the broken part for testing potentially at a later date. Can we also confirm what we suggest to be best practice when removing plastic stents. Additional information received as follows: additional information received on 08-nov-2017 confirming: "neither patients had any negative outcomes. Patient 1 had stones extracted and a second stent placed to ensure, if the duct wasn't cleared fully that there was drainage of the duct still. No adverse effects to the patient have occurred. This is not deemed a "serious injury" report for the issue of cross-contamination. However, reporting based on potential for cross-contamination and this event has been re-categorized as a malfunction report.